Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during a simulation setup, 2 large volume pumps were running infusions at 0.5 ml/hour and 4 ml/hour, with 2 syringe pumps running at 0.06 ml/hour (3 ml syringe) and 0.15 ml/hour (50 ml syringe). The syringe pump was primed prior to the infusion being started. All four infusions were lined together, utilizing that would be typical in this scenario, and then connected to a nicu PICC. The customer found one of the lvp infusions backed up into the 50 ml syringe. This was then repeated utilizing a 10 ml syringe for the 0.15 ml/hr. On the second simulation, the 10 ml syringe had forward flow, the 3 ml syringe experienced fluid back up but cleared rather quickly. There was no patient involvement. Additional information was received through due diligence attempts on 07may2025. Customer reports set up as follows: pump modules: mock tpn: d10 (with yellow dye) at 4.5ml/hr (pump infusion set). Lipids at 0.05ml/hr (pump infusion set). Syringe modules: normal saline in a 3ml syringe infusing at 0.06ml/hr (maxgaurd extension set [microbore]) normal saline in a 50ml syringe infusing at 0.15ml/hr (maxgaurd extension set [microbore]). The above sets were connected using a smallbore bifuse and trifuse and connected to a neonatal PICC that was coiled and dressed per our protocol on a mannequin arm. Lines were primed manually and the syringe pumps were also primed (and primed last) prior to infusions being started. Both the mock tpn and lipids backed up all the way into the 50ml syringe. We let it infuse for 30 min and the 50ml syringe tubing never cleared and the pump never alarmed. The 3ml syringe line infused without apparent difficulty in this test run. An additional test run was ran with the following change to the set up: the 50ml syringe was changed to a 10ml syringes and lines were primed the same as in the initial test run. This time the 10ml syringe line infused without issue. The 3ml line experienced initial backing up of tpn and lipids however the line cleared within 10-15 minutes.